Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient said "it wouldn't turn on and wouldn't charge". They clarified this and noted that they had been unable to connect to the ins to charge it or to turn stimulation on. The patient was seeing the "reposition antenna" screen on their recharger despite having moved the antenna head around. The last time the patient charged the ins was a month or more because they had been dealing with court issues. Additional information was received from the patient on (B)(6) 2019. It was reported that the patient didn¿t charge his implantable neurostimulator (ins) for a period of time and a replacement surgery was scheduled for (B)(6) 2019. The patient noted that they met with a manufacturer representative (rep); they tried a trickle charge 3-4 times and the ins wouldn¿t charge, so it was recommended that the patient should get a new ins. The ins was not charged for a month because the patient didn¿t need to use the device, so he didn¿t charge it. At the time of the report, the patient was in a lot of pain and wanted the ins to work. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss who would be billed for the ins replacement. There were no further complications reported or anticipated.